Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence a few weeks after it was activated. A revision surgery was performed in which the balloon was found to be empty. Upon explant of the component, a fluid leak due to a connection problem in the tube entry to the balloon was noted. A new balloon was implanted and reconnected. There were no further patient complications.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence a few weeks after it was activated. A revision surgery was performed in which the balloon was found to be empty. Upon explant of the component, a fluid leak due to a connection problem in the tube entry to the balloon was noted. A new balloon was implanted and reconnected. There were no further patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The balloon was visually and microscopically examined, identifying a hole consistent with fatigue in the sphere adapter junction where the balloon shell is joined to the kink resistant tubing (krt) adapter. Inspection of the remainder of the device did not reveal other irregularities that would impact functionality. The balloon was not functionally tested due to the leak identified. The reported patient symptom of incontinence is a known risk associated with implants of these devices as indicated in the instructions for use (IFU). Based on the information available and analysis results, the hole identified in the balloon could have caused or contributed to the reported clinical observation of fluid loss.